Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient was unhappy with positive dysphotopsia. Hence the lens was explanted and replaced with another unknown monofocal lens in a secondary procedure. The clinical reason for explant was positive dysphotopsia and there was no patient impact was reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in d.9.,h.3., h.6., and h.11. Only a portion of the lens which contained a haptic was returned in a plastic bag. Solution was dried on the lens. The optic was cut into portions, typical of insertion and removal. The other cut portions of the optic and other haptic were not returned for evaluation. The power and resolution of the returned lens could not be re-evaluated due to the extensive optic damage. Product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of associated products. However, they are not relevant to the reported complaint. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100 percent assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the extensive optic damage. Information was provided that in the surgeon¿s opinion, the product did not cause or contribute to the event. In the surgeon¿s opinion the event was caused by patient dissatisfaction/ positive dysphotopsia. The toric company (1.50cyl), 19.0 diopter, (1.5 extended depth of focus) lens model was replaced with an unknown monofocal lens (replacement lens model and diopter were not provided). No further information has been provided at this time. The file will be reopened and updated if new information is received. The manufacturer internal reference number is: (B)(4).